Event description:
Reported 2 false positive sars result for one (B)(6), male asymptomatic patient. This report is to indicate one of the false positive instances. The customer communicated the result was confirmed negative by rapid molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause; unable to determine source; phone.